Event description:
The customer reported that the device jaws became jammed during use and the knife was protruding. The device was discarded by the site after the procedure. A covidien rep has had a consultation with the surgeon and no add'l details about the incident could be obtained.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.